Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle broke off while putting the cap back on. The following information was provided by the initial reporter: "it was reported via phone call that customer has had 8 different nurses contact them stating the needle extremely flimsy, almost like twist tie metal, breaks off very easily. Concerned about patient safety... How many occurrences have you encountered? It started last month on april 18th. Our cboc contacted me and asked why we had switched to part number 305916 from 305761. They informed me the needle was very flimsy. I told them this was the only needle on government contract. The contacted me again last week and told me again this needle is not safe for use and is very flimsy. I then contacted my primary care nurse manager and asked her if any of their nurses had any complaints on the needle. She replied back 20 minutes later and 4 nurses told her that the needle was awful and flimsy. They were putting the safety cap back on and the whole needle broke off. They said they felt like the needle was going to bend. Could specific date of events be provided for these occurrences? The whole month of april. Did you experience any adverse events as a result of the reported failure? Not yet but these needles are an accident waiting to happen. The nurses had to be very careful not to break off one in a patients arm... Was any medication used with the product? If yes, what was the medication? Flu shots and covid shots are the most common use for the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2271614. D4: medical device expiration date: 31-aug-2027. H4: device manufacture date: 28-sep-2022. D10: device available for eval yes, d10: returned to manufacturer on: 02-jun-2023. Investigation summary: one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It expelled the solution with normal flow. A device history record review was completed for provided lot number 2271614. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle broke off while putting the cap back on. The following information was provided by the initial reporter: "it was reported via phone call that customer has had 8 different nurses contact them stating the needle extremely flimsy, almost like twist tie metal, breaks off very easily. Concerned about patient safety... How many occurrences have you encountered? It started last month on (B)(6) . Our cboc contacted me and asked why we had switched to part number 305916 from 305761. They informed me the needle was very flimsy. I told them this was the only needle on government contract. The contacted me again last week and told me again this needle is not safe for use and is very flimsy. I then contacted my primary care nurse manager and asked her if any of their nurses had any complaints on the needle. She replied back 20 minutes later and 4 nurses told her that the needle was awful and flimsy. They were putting the safety cap back on and the whole needle broke off. They said they felt like the needle was going to bend. Could specific date of events be provided for these occurrences? The whole month of april. Did you experience any adverse events as a result of the reported failure? Not yet but these needles are an accident waiting to happen. The nurses had to be very careful not to break off one in a patients arm... Was any medication used with the product? If yes, what was the medication? Flu shots and covid shots are the most common use for the needle."